Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation. The returned device was evaluated, and the user's request of a ¿dark image¿ could not be confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if an image is too dark and cannot be improved by adjusting the brightness, debris may be adhering to the cover glass and the endoscope¿s distal end. Wipe off the debris with sterile lint-free cloths. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that there was no error messages displayed.

Manufacturer narrative:
The device was returned and investigation is still ongoing. However, a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 4k autoclavable camera head was found to have a dark image at the beginning of a diagnostic laparoscopy procedure. The intended procedure was completed using a similar device. There was no procedure delay and no reports of patient harm.